Event description:
Approximately 30 min into hemodialysis treatment an air leak occurred due to damage on the pump segment tubing. Ebl = 136 cc. A new line was set up to complete treatment. No medical intervention was required. Although the actual complaint sample was not returned to the manufacturer, evaluation of samples from two other similar incidents show a rough cut in the pump segment tubing surrounded by an area of abrasion that was caused by the machine pump roller. The facility has since changed to different dialysis machines.